Event description:
It was reported that the user experienced a high blood glucose event while using the ilet system, and the user attributed the issue to a problematic infusion site and rebound from prior low glucose while learning the pump. Investigation included attempts to collect additional information from the user without success. Investigation of this case revealed that the cause of the hyperglycemia was unclear based on available information. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention, no hospitalization. It was concluded that the event was user-reported hyperglycemia with an undetermined root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.